Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple pulsatility index(pi) and low flow events while was doing some exams and was without eat and drink anything all day. Manufacturer's technical services reviewed the log file and confirmed low flows and pi events which were normal, and the device appeared to be working as intended. The pump with inflow cannula is pointed superiorly and in contact with the anterior wall of the left ventricle in diastolic. Per additional information provided, it was determined that the cause of the low flow is due to competing blood flow with the native heart. The patient received a modified controlled decreasing threshold of low flow alarms to 2.0 or less. Patient was currently being worked up for a heart transplant. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow conduit malpositioning cannot be conclusively determined through this investigation as no images were provided by the account. Review of the log file data provided by the account confirmed a low flow alarm. According to the account, the low flow events were due to the vad competing for blood flow with the heart. A direct correlation between heartmate 3 lvas, serial number (B)(6) , and the report of the vad competing with the heart for blood flow could not conclusively be determined. The controller event log file contained data spanning from (B)(6)2020 at 18:33:27 to(B)(6)2020 at 08:46:50, per the timestamp. Low flow events were captured throughout the log file, beginning on (B)(6)2020 at 21:55:10. Due to low flow software version 1.5.2 being installed on hsc-068339, the low flow events occurred when the estimated flow was calculated to be below 2.0lpm, instead of the normal threshold of 2.5lpm. A single low flow event persisted for 10 seconds or more, activating a low flow alarm. As an added observation, a total of (B)(4) pi events were captured throughout the log file. No other alarms or unusual were recorded, and the system appeared to have been operating as intended. The heartmate 3 lvas IFU outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in the IFU. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. Speed, power, flow, and pulsatility index are also discussed in the IFU. Furthermore, the IFU states: "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.